Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose reading was "high" on the cgm. The customer took corrective actions by administering a correction bolus via the pump. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.